Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting far r-wave oversensing that was causing inappropriate mode switches. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.